Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the phacoemulsification handpiece overheated. Timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction incident. (B)(4).

Event description:
Additional information received from the company representative indicated the customer did not report the handpiece overheated. The customer only reported a defect with the handpiece.